Manufacturer narrative:
Concomitant medical products: yrecx1655 stent graft, implanted: (B)(6) 2003, yrecx28375 stent graft, implanted: (B)(6) 2003, yrecx28375 stent graft, implanted: (B)(6) 2003, and yrbrx2615135 stent graft, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had shortness of breath and went to the ER (emergency room). It was found that there was occasional intermittent atrial lead undersensing noted during recorded atrial arrhythmia episodes. The atrial lead remains in use. No patient complications have been reported as a result of this event.